Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks. Review of the episodes revealed the therapy was due to supraventricular tachycardia with intermittent pvcs. No programming changes were made, but the patients medication will be changed. Patient will be monitored.